Manufacturer narrative:
Age at time of event: early 60s. (B)(4).

Event description:
It was reported the blades stopped spinning. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The device was used and operated normally for about three and a half minutes. During the second pass, through the long occluded sfa, the device stopped spinning and could not be restarted. After removing the jetstream catheter from inside the patient, the device was flushed on the back table but it still was not spinning. The jetstream catheter was replaced with a new jetstream catheter of the same size and the procedure was completed successfully with no patient complications.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes: updated. Device evaluated by MFR.: returned product consisted of a jetstream xc-2.4 atherectomy catheter in one piece. Visual inspection of the device revealed no damage or irregularities. The functionality of the device was checked by setting up the product. No damage was noticed on the device. No pins were damaged or bent. Once the device was properly connected to the console a pod error appeared on the display. When a pod error is present the functionality of the device is impossible to complete due to the device not communicating with the console. When this error is present the internal electrical system is at fault and the device needs to be replaced. The connector on the device was inspected for any bent or loose pins, no damage was noticed. The pod was opened up to inspect for any internal damage or loose wiring, again no damage or issues were noticed. The mouse control was opened and the pcba board was removed. A known good test pcba board was installed and the device was reconnected to the console. The device communicated as designed and no errors were present. The device ran for a period of 3 minutes with no issues or errors. The failed pcba board was reinstalled and the device was connected to the power supply and current was delivered to the card. The device was then checked for the correct voltages to the mouse jst connector. Using a multi-meter voltage tester all pins were checked for the correct 5 volt reading. It was noticed on pin # 4 the reading was ¿.168¿ volts which is below the 5v per the specification. When the voltage is below the 5v minimum at the start of the console/catheter connection the console will not properly align with the catheter and the communication will not be completed resulting in a pod error. The pcba board could have failed during the procedure resulting in the stoppage of blade rotation. The investigation conclusion isolated the failure to a specific component within a bsc system or assembly which contributed to the event; however the cause for the component failure is unknown. (B)(4).

Event description:
It was reported the blades stopped spinning. A 2.4mm jetstream® xc atherectomy catheter was selected for an atherectomy procedure in the superficial femoral artery (sfa). The device was used and operated normally for about three and a half minutes. During the second pass, through the long occluded sfa, the device stopped spinning and could not be restarted. After removing the jetstream catheter from inside the patient, the device was flushed on the back table but it still was not spinning. The jetstream catheter was replaced with a new jetstream catheter of the same size and the procedure was completed successfully with no patient complications.